Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The customer contact reported that the soluset of the tubing set cracked and leaked. It was reported that it is common practice to squeeze the soluset to prime. No specific details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.